Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument had a tip bent and would not close the clip. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing remarkable identified. The incident with the clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The clip would not clip. The issue was related to unsuccessful clip application. Nanova vas-q-clip ml # 2231 clips were used. The clips were medium-large. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use. The customer tried multiple clips multiple times. The issue resolved with a backup clip applier. The instrument is available for return to isi for evaluation. There are no photos and/or videos of this event available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the clip applier instrument involved in the complaint and completed the failure analysis (fa). The instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. A clip cannot be properly loaded on the grips. The grips were not found to have cracking damage. The complaint was confirmed by failure analysis.